Event description:
It was reported that a catheter twist occurred. The patient presented with peripheral artery disease. The target lesion was located in the anterior tibial artery. An opticross imaging catheter was advanced over a 0.014 non-boston scientific wire for ultrasound examination of the target lesion. When the physician engaged the motor drive unit, the catheter bound up on the wire. The drive shaft was kinked and the catheter destroyed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope, sheath, and imaging window were kinked. The imaging window was twisted and entangled with the guidewire. Microscopic inspection revealed the guidewire exit port was deformed but the tip was in good condition. Media provided by the site was inspected and the pictures were found to be consistent with the issues noted during device analysis.

Event description:
It was reported that a catheter twist occurred. The patient presented with peripheral artery disease. The target lesion was located in the anterior tibial artery. An opticross imaging catheter was advanced over a 0.014 non-boston scientific wire for ultrasound examination of the target lesion. When the physician engaged the motor drive unit, the catheter bound up on the wire. The drive shaft was kinked and the catheter destroyed. The procedure was completed with another of the same device. No patient complications were reported.